Event description:
It was reported that the patient presented for a routine device follow up. Upon review it was noted that the left ventricular lead exhibited loss of capture. It was discovered that the lead had dislodged. The lead was turned off and the patient will continue to be monitored. The patient was in stable condition.